Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint is cause not established. The foreign material was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in nozzle and plastic distal end cover (c-cover). There was no patient involvement.